Event description:
It was reported that during an implant attempt, the left ventricular (lv) lead would not advance far enough distally to stay in place. The lv lead was removed and was replaced with another model lv lead. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).